Event description:
It was reported that on (B)(6) 2012 an under infusion of saline occurred on a patient. The device was programmed to deliver 50ml of fluid at 100ml/hr, at the end of 35 minutes the pump had only delivered 25ml.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. A flow rate test was performed per the sigma preventative maintenance procedure with the unit passing. An additional flow rate test was performed using the event infusion parameters found in the history log with the unit passing. Review of the history log supports the reported event parameters, however no malfunction could be identified.